Event description:
Customer received a reading of 232 mg/dl. Customer took five units of basal and 5 units of bolus. About two hours later, customer felt low and began to drive home for food. On the way customer passed out. Customer was operating a tractor at the time. The spouse who is a trained paramedic, found customer and tested with a result of 32 mg/dl. Spouse provided orange juice and two glucose tablets to revive customer. Customer then ingested food and recovered. Testing was completed on the fingers.